Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 7.2, lab: 4.4. Inratio: 7.5, lab: 4.4.